Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a complete system explant due to the patient no longer needing the stimulator to control pain.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section g - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h10 - manufacturer narrative the devices were not received for analysis. The physician stated that the patient no longer needed the system to control their pain. There was no reported allegation of deficiency with the scs system.